Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lenes was stuck in the incision and the optic was cracked. The surgeon exchanged the lens and completed the case. There was no patient impact.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. No damage was observed on the iol. Additional observations were as follows: iol returned positioned correctly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The iol met specifications when dimensionally measured for edge thickness and plan view. No damage observed. No root cause identified as no damage was observed to the iol. Lens was returned in the lens case. The iol was measured for dimensional edge thickness and plan view with no issues. No cracks observed or other damage observed. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).